Manufacturer narrative:
An evaluation of the single trigger wire driver attachment found a portion of a wire lodged in the nose bushing. Further testing found no other defects noted other than the damage to the nose bushing, due to the guide wire jammed/stuck in it. A review of the device history showed the unit was manufactured on july 13, 2012 with no service/repair history found. The root cause of this reported breakage was unable to be determined at this time. However, based on the incident description, which indicated that the user experienced a functional anomaly during use (observed burn marks on wire), the user then used mineral oil to lubricate the guide wire. Based on this finding, it is believed that the user error in using a 3rd party guide wire and improper handling was the cause of this reported incident. A 2-year review of the device complaint history showed there was no serious injury or death related to this reported problem or any other failure mode. To reduce the risk of patient injury the instruction for use (IFU) provided the following precautions: do not disassemble or lubricate attachments; use only associated hall surgical instruments and linvatec accessories (i.e. - bits, wire), as defined within the descriptions of each attachment; prior to each use, perform the following: inspect all equipment for proper operation. Always inspect for bent, dull or damaged blades or drill bits before each use; do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly.

Event description:
The customer reported that during use of the linvatec single trigger wire driver attachment with a synthes guide wire (3rd party product) in an open reduction internal fixation (orif) of the right femur on (B)(6) 2012; the guide wire broke, leaving the proximal end inside the femur. The surgeon tried for approximately 30 minutes to remove the broken piece, to no avail. The surgeon elected to leave the piece inside the femur, as not to cause further damage to the patient. The surgery was successfully completed by the surgeon placing the screw over the guide wire and clipping the guide wire as close to the bone as possible. Further follow-up with the facility revealed that the 12 years old, female patient will most likely be returning in six months to have the screw removed, and at that time the surgeon will assess the feasibility of removing the remaining piece of guide wire (if it does not automatically come out with the screw). As of this filing there have been no further intervention to remove the broken piece from the patient.